Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she lost the battery cap when she was hospitalized. Customer was hospitalized for diabetic ketoacidosis due to high blood glucose. Customer's blood glucose was 568 mg/dl. Customer's blood glucose at time of call was 103 mg/dl. Customer was wearing the device at time of hospitalization. Customer was advised the battery cap will be replaced. Customer will not be returning the device for analysis.